Event description:
The customer contact reported a tubing "break" with subsequent leak of a chemotherapeutic agent. The nurse spiked a bag of etoposide (chemotherapeutic agent). While attempting to hang the bag on the IV pile, the spike "broke away" from the tubing set causing the etoposide to leak onto the nurse's arm and leg. The bag and tubing set were removed and discarded into a hazardous waste container. The nurse proceeded with the contamination protocol per the user facility policy. There were no reports of any adverse sequelae to the nurse. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for testing and investigation.